Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had scratches on screen which affects the visibility. Customer states that insulin pump rejected new battery and it cracked near battery compartment. Customer states that insulin pump was louder to rewind and buttons were not always responsive. Customer stated that battery lasts less than expected. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.